Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed crosstalk due to oversensing on the implantable cardioverter defibrillator. No changes or interventions were performed. The patient condition was unknown.